Event description:
It was reported that during a da vinci surgical procedure, the surgical team noticed the tips of a pk dissecting forceps instrument became crossed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .202 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. Electrical continuity testing was performed and passed. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .103 - .179 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.